Event description:
On (B)(6) 2013, the patient underwent onyx embolization treatment. During the onyx injection, it was reported that the physician felt pressure and the marathon catheter ruptured at approximately 10cm from the distal tip and onyx exited from the rupture site. A dac catheter was in place and helped remove the marathon catheter and capture excess onyx outside of the marathon. The patient is in good condition and discharged from the hospital. Same event as MDR# 2029214-2013-00999.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).